Event description:
During follow-up, increased pacing impedance was observed on the right ventricular (rv) lead. The patient was hospitalized and lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.

Manufacturer narrative:
Further information was requested but not received.